Event description:
It was reported that the ventilator failed gas supply test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that gas supply test failed. Based on technician statement, no malfunction has been observed during evaluation of the unit. The unit has been tested and the device was delivered to the user in working condition. The device not failed to meet its specifications, it has not been used at the time of the event. There have been no adverse event sustained as a result of the issue. The complaint was decided to be reported based on available information (no logs or no information about faulty part), as the initial description might have underlying causes which represent a reportable event. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).